Event description:
It was reported that during a da vinci benign hysterectomy surgical procedure, it was noted that the pk dissecting forceps instrument would not cauterize. No missing or fallen pieces were reported. The planned surgical procedure was completed. No patient harm adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instruments grip tips were bent. Due to the tip not aligning, the pressure was unable to cauterize. The bent damage may have been likely due to mishandling/ misuse. The instrument passed electrical continuity testing. Failure analysis investigation also found the instruments pitch cables were frayed. The instrument was found with a frayed pitch cable at distal idler. No damage was found on pulley and clevis. The instruments clamping pulleys was corroded and contaminated. There was corrosion around the clamping pulley inside the housing. The corroded and contaminated damage may have been likely due to improper cleaning. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The reprocessing instructions under cleaning, disinfection, and sterilization general information section specifically states: warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. The customer reported complaint does not in itself constitute a MDR reportable event; however; the damage to the instrument's pitch cables, found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.